Event description:
Reporter noted trampolining of posterior capsule just as last piece of nucleus was emulsified; tear occurred. Viscoelastic used to plug capsular hole. Patient condition/prognosis reported as cystoid macular edema (cme); va 20/50 three weeks post-op; vitreous strand in wound.